Event description:
It was reported that approximately 21 months post-implant of a bifurcated device and a suprarenal aortic extension a computed tomography scan identified an endoleak from the bifurcated device. Reportedly, the source of the endoleak was located 3-4 cm above the aortic bifurcation. The physician elected to reline the bifurcated device with a competitor's thoracic graft device and an infrarenal aortic extension. Final angiogram showed good result and exclusion of the endoleak. The patient tolerated the procedure well.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and images were provided and reviewed by a clinical representative. Based on the review, the reported endoleak was confirmed. The computed tomography performed prior to the secondary procedure noted a distal endoleak of the right iliac artery, and bilateral common iliac aneurysms. It is likely that the cause of the bilateral common iliac artery aneurysms were due to aneurysmal disease progression. There is no indication that the device may have caused or contributed to either event. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.